Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the power PICC was placed via left median mesothelial vein for chemotherapy on (B)(6) 2021. A crack was found and at 10 marker on the catheter of the power PICC and leakage was noticed when flushing the catheter on (B)(6) 2021. There was no reported patient injury.